Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer did mention symptoms such as flu like symptoms. The customer treated with IV drip and fluids. Customer's current blood glucose value was 268 mg/dl and the blood glucose was 500 mg/dl at the time of incident. The customer stated had high blood glucose of 564 mg/dl and needed hospitalization; did not note any alarms, would wanted assistance in settings off of pump. Troubleshooting was performed. The customer admitted to hospital in emergency room on (B)(6) 2018 at 3 pm. The blood glucose value when admitted to hospital was 564 mg/dl. The customer was off the pump prior to hospitalization for less than 48 hours. Customer was explained about the 2 high blood glucose rule. Customer declined to complete troubleshoot for high readings. The product was not returned for analysis.